Event description:
It was reported that shavings came off of the cannula accessory. No additional information was provided. No patient harm, outcome or injury was reported.

Manufacturer narrative:
The cannula accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.